Manufacturer narrative:
The customer was sent a replacement pump. The product was evaluated by qe on 5/3/2016 and the alleged failure could not be duplicated. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service on (B)(6) 2016 that she was experiencing low suction with her pump in style advanced starter breast pump. She had also developed mastitis and was prescribed antibiotics. On (B)(6) 2016, the customer reported to a medela clinician that her mastitis was resolved.